Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump passed the sleep current test, and active current test. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 126.0 received the lowbatteryalert (104) on 10/04/2025 23:00:00 after more than 7 days at 7.41 days. Battery cycle 125.0 received the lowbatteryalert (104) on 09/27/2025 09:07:00 after more than 7 days at 15.9 days. Battery cycle 124.0 received the lowbatteryalert (104) on 09/11/2025 08:52:00 after more than 7 days at 17.9 days with reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery cap contact missing, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, missing display window/cover, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and serial number label missing. Charge/battery lasts less than expected and unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Battery cap contact missing was confirmed during visual inspection. Moisture damage was noted found on the electronic assembly, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a replace battery now alarm with a prior low battery alert and it was the second occurrence in less than 8 hours. The customer also reported a short battery life of the insulin pump; the battery did not last long. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned.